Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results when testing one patient sample with the elecsys ca 19-9 immunoassay on a cobas 8000 analyzer with unknown serial number. The initial result was > 1,000 u/ml. The customer repeated the test at several dilutions with the following results (all results are the final result, after multiplying by the dilution factor): 1136 u/ml (x2 dilution); 480 u/ml (x3 dilution); 250 u/ml (x4 dilution); 160 u/ml (x8 dilution). The customer is unsure which result is correct. It is unknown which, if any result, was reported outside the laboratory. There was no allegation of an adverse event. The sample was submitted for investigation. The investigation reproduced the customer's result of > 1,000 u/ml with the elecsys ca 19-9 immunoassay. The result on a competitor's system was 21.9 u/ml.

Manufacturer narrative:
The investigation results suggest a possible non-specific reaction due to igg in the sample. Further testing could not be performed due to lack of additional sample. Product labeling also includes a statement that, due to the tendency of ca 19-9 to aggregate, dilutions may be non-linear in certain samples.